Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue cannot be established. The cause of the placement signal issue cannot be established.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the left ventricle placement signal is completely decoupled from the aorta placement signal, however there is no suction alarms despite the wave forms looking as though the impella may be mal positioned. Echo was done and it did look like it was pointing towards the infrolateral wall. However the provided decided that with out alarms indicating a placement issue they were not going to reposition. Surgeon said the implant was uneventful. No need for any over torquing and no difficulty crossing. Normal ish sized ventricle. Advised bedside to monitor for hemolysis. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.